Manufacturer narrative:
The device is not part of recall.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient had died while using the device. No additional information can be requested at this time. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.